Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinders and air and water channels, but it was not possible to identify the foreign matter. -it is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was returned to olympus for evaluation. During the evaluation it was found a whitish foreign material resembling powder mixed with water was found inside the air/water-tube and inside the air/water-cylinder. The additional non-reportable findings were: the celling plate-plate in the control body unit was deformed, due to a cut on angle wire, bending section cannot be bent in down direction at all, the objective lens had a chip, the light guide (lg) lens had a crack, and the adhesive on bending section cover had wear. It is most likely that the reported event was a result of insufficient cleaning. This is an ongoing investigation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bowden cable was torn on the evis exera lll colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material exiting the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.